Event description:
It was reported that this device exhibited a large decrease in remaining battery percentage. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis confirmed the device was exhibiting characteristics of a premature battery depletion condition. Replacement was recommended, however the device still remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD premature depletion advisory population.

Event description:
This supplemental report is being filled to include information that the device had been returned which indicated explant. Device analysis is also being included.